Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness / capsular contracture (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5111372) that a female patient who had mentor smooth round moderate plus profile 400cc saline prostheses placed experienced bilateral capsular contracture and several unexplained systemic symptoms post procedure. Sciatic nerve pain, neck pain, fatigue, weight gain, anxiety, heart palpitations, joint pain, leg pain, brain fog, and headaches were noted. The possibility of an autoimmune issue was suggested by the physician; however, no diagnosis could be made. The patient had several unspecified procedures to correct the capsular contracture. Ultimately, the patient had the devices explanted on (B)(6) 2022. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2022-10949 for contralateral prosthesis report.